Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer was unable to provide lot/batch numbers for the affected tip cover accessories. The issue was identified during procedure and there was less than a 30 minute delay with no injuries to the patient. The cover did not fall inside the patient. It came halfway off the shaft it was over hanging the scissor tip. Then when trying to remove the instrument the removable tip got stuck in the metal cannula. The tip cover did not come off the shaft prior to inserting the instrument into the patient. There was no arcing, and they confirmed that the tip was correctly installed and secure attached before use. There was not any part of the orange surface visible after the mcs tip cover accessory was installed. They used the installation tool, but did not use electrolube or a reducer. It came off in the cannula, so they did not remove it themselves, after removing the tip from the cannula, they refitted it onto the shaft to check its stability and noted that it felt very loose. The wrist of the instrument was not straightened upon removal. There was no damage noticed on the tip cover accessory after the event occurred. The procedure was finished robotically. Initially requested another mcs tip, but when they attached it to the scissor instrument, it felt very loose. Therefore they obtained another tip, which fitted securely, and the procedure continued without issue. They are not sure if the accessory is available for return they think they have been thrown away, just the lot numbers have been kept, both faulty tips had a different lot number.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted a technical support engineer (tse) and reported that they were made aware of issues with the monopolar curved scissors (mcs) tips coming completely off the shaft of the mcs. There were a total of four tip covers that have become dislodged and would be returned for investigation. There was no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.